Manufacturer narrative:
The investigation of automated impella controller (aic) - cabling issue has been completed. The data logs were examined for this complaint but there was no evidence of difficulty charging. Device analysis: the console was returned but performed as expected including charging and there was no damage to the power cord. Root cause: there was no issue found during the case. The console functioned/operated to specification. D2 common device name revised on manufacturer device report in accordance with updated procedures. D4 model number was inadvertently entered incorrectly on the initial manufacturer device report number. D9 date device returned to manufacturer revised from the initial manufacturer device report number. F6/f8-should have been left blank on the initial manufacturer device report number. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient was transferred and the cord for the automated impella controller (aic) was damaged. The aic was replaced. There was no patient harm.